Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation. The patient reported having an open wound on his chest from a previous surgery that was irritated by the device rubbing. Patient reported this wound began bleeding. The patient did not seek medical intervention. Follow-up indicated that the irritation had been resolved.